Event description:
It was reported, the left and right ventricular leads as well as the atrial lead dislodged as a result of twiddler¿s syndrome. Diagnostics revealed decreased lead impedance and decreased sensing on left and right ventricular leads. Also, the device exhibited multiple alerts due to noise and stored false vf episodes. The leads were replaced. No patient symptoms were reported. The exact date of the replacement procedure is unknown at this time.

Manufacturer narrative:
(B)(4).